Event description:
Pt was healing after placement of the biodesign enterocutaneous fistula plug (efp-0.4) but began experiencing pain in the area of the fistula tract. The doctor monitored the pt for a few more days but the pt returned with reported severe pain. The pt was taken to the operating room where the flange was found to have migrated into the fistula tract. Once the flange was removed, the pt reported no pain. The flange was removed and the fistula was surgically repaired. Pt's pain stopped after removal of the plug. Current pt status was not provided by the reporter.

Manufacturer narrative:
No device evaluated. Device not returned to the manufacturer. This instance of flange migration could be related to several factors. The physician indicated that the pt's anatomy and medical history may have contributed to the outcome. In addition, factors such as the size of the plug used relative to the fistula size, the amount of tension placed on the device, and the pt's post-operative activity could have contributed to the flange migration. Although the pt's size/weight was not reported, it is known that in large pts extra tension can be placed on the device after they are no longer in the supine position. Flange migration is more likely to occur in pts who have extremely fragile bowel wall tissue. The biodesign enterocutaneous fistula plug IFU fp0069-01e instructs users to counsel their pts on no strenuous physical activity beyond a gentle walk for at least six weeks after the procedure. The IFU also instructs doctors to not apply tension to the implanted device in excess of the recommended amount for sealing the fistula opening. The IFU also lists flange migration into the abdominal cavity as a potential complication with use of the device.